Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blistery irritation on their back. The patient's doctor suggested the use of lotion. The patient had removed the lifevest and the irritation had reportedly cleared.